Manufacturer narrative:
A batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The sample provided by evaluation it was possible observe the incident. When the retention samples were evaluated, it was possible to verify the non-conformity. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml ll s/su experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2019 it was noticed again that the 20 ml syringe lot 8354851 fab 01/2019, it is more rustic, difficult to connect, it looks like it is without the proper lubrication to connect in the catheter with this particular batch, quality deviation, because we are accustomed and perceive a deviation from quality, sample preserved for analysis. The problem is regarding the connection (moment that is threaded) between the luer lock of the syringe with the luer lock of the extension. Phone contact with initial reporter. No damage to patient/professional.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml ll s/su experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2019 it was noticed again that the 20 ml syringe lot 8354851, fab 01/2019, it is more rustic, difficult to connect, it looks like it is without the proper lubrication to connect in the catheter with this particular batch, quality deviation, because we are accustomed and perceive a deviation from quality, sample preserved for analysis. The problem is regarding the connection (moment that is threaded) between the luer lock of the syringe with the luer lock of the extension. Phone contact with initial reporter. No damage to patient/professional.